Event description:
It was reported that during a port placement procedure, the sheath was allegedly broken and damaged when used. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8f peel apart sheath was return for evaluation. Visual evaluation was performed. The peel apart sheath appeared to have multiple bends and kinks. No fracture was noted. Blood residues were noted the sheath. No other anomalies were noted. Therefore, the investigation is confirmed for the identified deformation. However, the investigation is unconfirmed for the reported fracture issue as no objective evidence of break was found during sample analysis. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the sheath was allegedly broken and damaged when used. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: (expiry date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.